Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the end of life (eol) indicator was declared. Data analysis has not been requested to confirm the premature battery depletion (pbd) observation. The replacement procedure was scheduled but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received. The patient did not present at the hospital on the replacement procedure date. The device remains in service. Additional information was received. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the end of life (eol) indicator was declared. Data analysis has not been requested to confirm the premature battery depletion (pbd) observation. The replacement procedure was scheduled but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.